Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed battery run time failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found the batteries only made it an hour. To fix the issue, the fse replaced the batteries and then performed all functional and safety tests to factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) unit failed battery run time. While taking a walk with the patient, the customer got a low battery tone, returned patient to ICU room, and plugged device in. It never stop assisting the patient. There was no patient harm reported.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) unit failed battery run time. While taking a walk with the patient, the customer got a low battery tone, returned patient to ICU room, and plugged device in. It never stopped assisting the patient.